Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation') and uterine perforation ('migration/perforation') in an adult female patient who had essure (batch no. 683283) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal disorder ("vaginal scarring") and pelvic pain ("pain "). The patient was treated with surgery (total laparoscopic hysterectomy, rt salpingo-oophorectomy, loa). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal disorder and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation, pelvic pain, uterine perforation and vaginal disorder to be related to essure. Lot number:683283, manufacturing date: 2009/10, expiration date:2012/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation') and uterine perforation ('migration/perforation') in a female patient who had essure (batch no. 683283) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal disorder ("vaginal scarring") and pelvic pain ("pain "). The patient was treated with surgery (total laparoscopic hysterectomy, rt salpingo-oopherectomy, loa). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal disorder and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation, pelvic pain, uterine perforation and vaginal disorder to be related to essure. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.